Manufacturer narrative:
This report is submitted on 2 february 2021.

Event description:
It was reported that the device was explanted on (B)(6) 2021 .

Manufacturer narrative:
It has now been reported that there was a skin necrosis resulting in the skingraft breaking down. The implant remains in-situ. This report is submitted on december 22, 2020.

Event description:
It has now been reported that there was a skin necrosis resulting in the skingraft breaking down. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on 25 november 2020.

Event description:
Per the clinic, the patient experienced wound breakdown at implant site resulting in extrusion of the internal magnet. Subsequently the patient was hospitalised (date and duration not reported) and underwent skin revision surgery. The implanted device remains.